Manufacturer narrative:
The events of gel stent blockage and incorrect placement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Facility name: (B)(6) surgery center.

Event description:
Healthcare professional reported xen®45 gts was blocked by iris due to poor positioning in the right eye. Surgery was completed with a second xen®45 gts. There was no eye injury and device remains implanted.